Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Date of event: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the bd vacutainer® barricor¿ lithium heparin plasman blood collection tubes were underfilling. No report of injury or medical intervention. No report of blood exposure to mucous membrane.